Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that an infusor had a leak. Two hours after the chemotherapy infusion was initiated, the patient noticed that the inside of the infusor was cracked, and the content leaked in the infusor. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder in a non-footing position. Microscopic inspection identified markings on the exterior surface of the bladder, near the rupture line. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.